Manufacturer narrative:
The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly and battery tube assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery of the insulin pump no longer held charge for longer than 4 days. They tried already several tests with the hospital. Customer tried new batteries, tried leaving battery out of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.